Event description:
During a colonoscopy procedure the physician was introducing a snare into the endoscope operation channel, the physician reported the video image 'froze' momentarily, when the live image returned the physician observed a laceration, the pt required 5 clips.

Manufacturer narrative:
The user facility returned the pentax (B)(4) video colonoscope and (B)(4) video processor involved in the event for evaluation. Re: (B)(4) video colonoscope. All functions pass inspection. Re: (B)(4) video processor. Loose endoscope lock arm, the mechanism has been returned to the manufacturer for evaluation. Dent on unit top. A follow up report will be submitted when the root cause has been identified. Evaluation: results: mechanism.